Event description:
During vascular procedure: a penumbra was advanced into the posterior tibial artery and attempted to suction some of the thrombus. The catheter was at max limitations in the distal calf and thus the remaining thrombus at the ankle and foot level was unable to be reached. When attempting to remove the penumbra the catheter fractured leaving a long segment extending from the patient¿s iliac artery down to below his knee. There were numerous attempts made to remove the catheter, and the team was unsuccessful. Patient required return to surgery the following day for removal of the foreign body through a cutdown procedure. FDA safety report ID # (B)(4).